Manufacturer narrative:
A communication error occurred when the user loaded images from pacs on robot. A slowdown of the computer occurred just before the communication error. No more evidence is provided to conclude about the cause for this error. However, a similar bug is recorded under reference (B)(4).

Event description:
A communication failure occurred when pushing images from the o-arm to the rosa. The o-arm was used to confirm placement of the laser catheter. An ethernet cable from the rosa was attached to the o-arm and just as the o-arm was connecting to the rosa, the communication error occurred. This happened at 10:04am and caused a 3 minute delay. All images were received by the rosa and the system was shutdown and restarted without further issue.